Event description:
The doctor reported that the pt's performance has decreased over the past several months. The doctor reported that there are some shorted electrodes. The doctor is requesting a replacement device. Revision surgery is pending the parents' decision to proceed with surgery.